Manufacturer narrative:
(B)(4): possible sample related issue. Possible sample collection technique or processing. Investigation plan/summary: on (B)(4) 2008, the customer reported discrepant results for a patient sample. Upon review of report, the physician questioned the results and sent patient to a local hospital for redraw of sample. Results did not have any flags to indicate results were incorrect. The customer stated that quality controls ran the day prior had to be repeated more than once to be in range. The customer stated that redrawn patient sample obtained different results. The customer stated that analyzer had been shut down due to office evacuation because of a hurricane. Controls were stored in a refrigerator, but power had been interrupted for 48 hours. The refrigerator had been packed with ice packs as an attempt to preserve qc integrity. The customer technical advocate (cta) sent half pack of qc to troubleshoot system qc performance. The customer stated qc was ran earlier in the day, about 2-3 hours later patient samples were run. System had not gone to standby; system was idle prior to running patient samples. The cta explained to the customer that when the system is idle for 15 minutes or more, at least a background should be run prior to any patient or control. The cta referred the customer to the cell-dyn 1800 system operator's manual. The cta advised the customer to stop using qc stored improperly (due to power loss), run auto-clean, and run new controls to arrive the next day. The customer stated it was waiting for the patient's records, which were being sent from the hospital. Customer stated that the physician sent the patient to the emergency room to be evaluated; a new sample was drawn. The customer stated that the patient was not undergoing any treatment at the time and no treatment was started based on results. The patient was not impacted by delay in results. Cta followed up with the customer on several attempts to obtain patient results from the reference lab (hospital) and obtain any information regarding impact to patient management were unsuccessful. The customer tried to contact the medical records office and was informed that the request for patient information will be delayed 7-14 days. The customer also stated that there has been no further similar incident regarding discrepant results. On (B)(4) 2008, the customer faxed the patient report from the hospital where the patient was sent. The hospital results were markedly different for every parameter. The cta was to follow-up with the customer to discuss possible reasons for the discrepant results. The cta stated that the fact that the results were abnormal, including panic values, suggested further actions to confirm the results were required. The cta stated that examples of actions would be to verify integrity of sample (no clot present, proper sample drawing technique, no venous infusion line above venipuncture draw site etc.), repeat of sample immediately from same draw and consider possibility of redrawing sample. The cell-dyn 1800 system operators manual (07h80-01, revision e), calibration procedures, calibration temperature specification, page 6-14, suggest that quality control material be stored at temperatures as close to the calibration temperature as possible but no greater than +/- 4c (+/- 7f) from the temperature at which the instrument was calibrated. Section 11, quality control, control material guidelines, advises to never subject controls to excessive cold, heat, or agitation. Store controls at recommended temperatures; if storing controls inside a refrigerator, place in a central location. Section 5, operating instructions, specimen analysis, page 5-58, recommends that if the system has been idle for 15 minutes or more, a normal background should be run immediately prior to running patient specimens. Section 5, operating instructions, specimen analysis, page 5-52, provides information in regards to specimen collection and the operator is referred to the manufacturer's package insert and (B)(4) documents h3 for venipuncture and h4 for capillary collection. A review of complaint reports, for the period (B)(4) 2007 through (B)(4) 2008, did not indicate any adverse trend for the cell-dyn 18, list number 07h77-01, related to discrepant results on patient samples. Based on the investigation, no product issue was identified for the cell-dyn 1800, list number 07h77-01, for issues with discrepant patient samples. There was no systemic issue identified for the cell-dyn 1800 product line. Event represented is addressed in the device labeling. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted, when the investigation is complete.

Event description:
The customer states that a physician had questioned the hematology results for a patient generated using a cell-dyn 1800 analyzer. The physician sent the patient to a hospital to be redrawn and retested. The results obtained by the hospital (test method unknown), were discrepant from the results obtained by the customer.